Event description:
It was reported that a user made a normal meal announcement at a glucose of 110 mg/dl, then experienced hypoglycemia to 53 mg/dl while using the ilet and later rose to 146 mg/dl, with a separate report of a high to 237 mg/dl; the user treated the low with oral glucose including sugar water and glucose tablets and expressed concern that the meal announcement algorithms were incorrect. Symptoms included low blood glucose. Outcomes included temporary interference with normal activities. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with user overtreatment of hypoglycemia following a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.